Event description:
It was reported during in clinic follow up that the pacemaker device pocket was infected. This infection was identified by a lump in the area. The system was successfully explanted. The patient was stable and asymptomatic.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.